Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed there was no stuck pump cartridge in the u.I. And the test pump cartridge turned to locked position easily. The sensor for the u.I and the light diffuser ring is defective causing the console to not recognize the pump cartridge, establishing a relationship between the device and reported event. The root cause is determined to be a defective sensor. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the handpiece is stuck and the display lamp shown connected constantly.

Manufacturer narrative:
H3, h6: the device that was intended for use in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure or connection issue. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.